Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. According to the complainant, during procedure, it was noted that the cold snare would not cut the polyp. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.